Manufacturer narrative:
This report is being filed on an international product, alinity I intact pth, list 8p31-24, that has a similar product distributed in the us, list number 08p31-21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no further patient information was provided.

Event description:
The customer obtained falsely elevated alinity I intact pth results. The customer indicated the results were higher than the reference range and did not correlate with patient's clinical condition. Sample ID (B)(6) generated an alinity result of 88.1 pg/ml and on an alternate technique (method unknown) generated 55.2 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Review of the ticket trending and a search for the alinity I intact pth reagent lot 00358l819 did not identify an increase in complaint activity related to falsely elevated results. A device history record review was performed on lot 00358l819 and no issues were noted. Product performance for the alinity I intact pth reagent was evaluated and acceptance criteria was met, indicating acceptable performance. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the alinity I intact pth reagent was identified.